Event description:
A us distributor reported that an electrode belt was unable to communicate with the monitor.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (unable to communicate with monitor) has been confirmed. Upon investigation the trunk cable connector was loose in the j502 distribution node and the electrode belt was unable to securely connect to a monitor. The root cause for the damaged connector was excessive force. No adverse event resulted from the damaged electrode belt.